Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. Customer¿s blood glucose level was 53 and 55 mg/dl. Customer declined troubleshooting for low blood glucose. Customer was in auto mode when he experienced low blood glucose. Customer treated with pineapple juice. The insulin pump will not be returned for analysis.